Manufacturer narrative:
.

Event description:
The reporter stated the surgeon inserted an aq2015a silicone three piece lens and the lens tore. The lens was removed with no apparent injury. Another same type lens was implanted.